Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. The customer's blood glucose level was 203 mg/dl. The insulin pump alarmed calibration error, lost sensor, and change sensor. The test plug procedure passed. The customer's sensor glucose reading was 340 mg/dl but his blood glucose level was over 300 mg/dl. He treated his high blood glucose with a manual shot. Seven air bubbles were found in the tubing. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.